Event description:
It was reported that the patient has underlying heart conditions and takes propanol. Listed pre-existing conditions were mitrovalve regurgitation and thickening of artery valve & wall. The patient reported feeling heart fluttering and skipping during stimulation. He said it feels like indigestion. The patient was hospitalized three weeks prior to the report due to feeling like he was having a heart attack; it was noted that the device was causing the EKG to "go crazy" and he could feel the device going off. No additional information has been received to date.

Event description:
It was reported that the patient's device was disabled. The patient's underlying heart conditions (arterial wall thickening and mitral valve regurgitation) were confirmed to be unrelated to vns. No additional relevant information has been received to date.